Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak, dissection of the aortic vessel and surrounding vasculature.

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for chronic stanford type b aortic dissection using two conformable gore® tag® thoracic endoprostheses and a gore® excluder® aaa endoprosthesis aortic extender component. The left subclavian artery was intentionally covered by the most proximal endoprosthesis (B)(4) and the artery was coil embolized. Though a proximal type I endoleak was observed, touch-up ballooning was not performed as this was a dissection case. The patient tolerated the procedure. It was reported that thrombosis in the false lumen was developed well after the procedure. On an unknown date in (B)(6) 2018, the patient was emergently taken to the hospital due to a retrograde type a dissection (rtad). Reportedly, an imaging showed that there was an entry in the smaller curvature near the endoprosthesis. However, the physician reportedly considered the endoprosthesis may not have caused the rtad as its proximal end in the smaller curvature was not attached to the vessel (bird beak). Total arch replacement was performed to repair the rtad, and the patient tolerated the procedure.